Manufacturer narrative:
Additional information was added to d4: expiration date, d9, h3, h4, h6, and h10. H10: the device was received for evaluation. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional tests including pressure and clear passage under water tests were performed and the results were not satisfactory. A priming test was performed which revealed a leak at the assembly of the tubing into the drip chamber. Dimensional test revealed the tubing was according to specification. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp solution set leaked from the drip chamber. This occurred before the medication was administered. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) hospital. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.